Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawers were failed and unable to recover by the user. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 6.1 and 6.2 had failed. A field service engineer (fse) found that cubies in drawers 6.1 and 6.2 were not detected on the bus. The rowboard cable connections to the drawer controllers were reseated. After testing, both drawers and cubies performed well in diagnostics and the application. The fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.